Event description:
It was reported that the patient experienced persistent hyperglycemia after an infusion set change while using the ilet with a libre 3+ cgm; the highest reported reading was 401 mg/dl over approximately 12 hours, the son administered a manual subcutaneous insulin pen dose, and then placed a new inset 23" infusion set with education provided that inset cannulas can bend against scar tissue and that pump delivery should be paused for two hours if another pen correction is given. Symptoms included hyperglycemia. Outcomes included the need for unexpected medication intervention and characterization as a serious illness/impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, insufficient information regarding a device problem, and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.